Manufacturer narrative:
Evaluation, results: related to operational context (stent dislodgement could been impacted by its operational use during the procedure); unapproved use of device (it was reported scuba device was used in a subclavian artery). Conclusion: off label, unapproved or contraindicated use (stent dislodgement could been impacted by its operational use during the procedure); operational context contributed to event (stent dislodgement could been impacted by its operational use during the procedure).

Event description:
The physician was attempting to use a scuba co-cr stent to treat a lesion in the subclavian artery. As the device was crossing the lesion the stent migrated to the delivery system. The stent was removed with a snare. No abnormalities noted with the device prior to use and no abnormalities with accessory equipment. Another stent was used to treat the patient. No clinical sequelae reported. Device evaluation: the device was returned in the original box. No other components of the packaging were returned. The device was visually inspected and the stent was missing from the device. The balloon was expanded but no traces of blood or radio opaque solution was detected. The crimping markings were not visible due to the inflation performed on the balloon. A leakage test was performed but no leakage was detected on the balloon. No other abnormalities were detected on the returned device